Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that about a year ago the patient tried to "restart the unit" but reported the implant has probably been dead for maybe three years now. Patient was inquiring how to get the ins "restarted". Patient reported he tried to charge the ins but was unable to and reported he never got the implant to "start up again". Patient reported, prior to attempting to charge the ins, he had not charged the ins for probably 3 years. No further complications were reported. No patient symptoms were reported. Additional information: it was reported the patient said "device was not installed adequately to address the patient's pain" and the patient will probably have the device removed if the patient can find a doctor willing to do it. No further information was reported.